Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device: screws (part unknown; lot unknown; quantity unknown).

Event description:
Updated event description: during the revision surgery on (B)(6) 2020, the protruding screw was removed from the cage and an attempt was made to replace it with a longer screw, which was not possible because the longer screw would not hold in the bone. Tear resistance could not be guaranteed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that (B)(6) 2020, the patient was implanted with a zero-p cervical spine cage. Postoperatively, one of the four fixation screws loosened. This fixation screw protruded beyond the hole of the cage, which resulted in a revision surgery. During the revision surgery on (B)(6) 2020, the protruding screw was removed from the cage and an attempt was made to replace it with a longer screw, which was not possible. A non-synthes plate was then implanted as an alternative to fixing the zero-p cage. Concomitant devices: zero-p cage (part: unknown, lot: unknown, quantity: 1). This report is for a 3.0mm titanium (ti) cervical spine locking screw 14mm. This is report 1 of 1 for (B)(4).